Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (900 mcg/ml at 203.79 mg/day) and bupivacaine (30 mg/ml at asked unknown mg/day) via an implantable pump for non-malignant pain. It was reported that the company representative wanted to know what to prime. The patient was having a normal pump replacement and during the surgery the healthcare provider nicked the catheter and needed to replace it. The issue was resolved.